Event description:
It was reported that there were areas on the pump touchscreen that were unresponsive to touch inputs. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.